Event description:
The manufacturer received information alleging a trilogy ev300 ventilator failed calibration during device servicing. There was no patient involvement, and no harm or injury reported. The ventilator failure to calibrate indicate a failure of the active exhalation module. The components required for repair have not yet been identified. The customer has designated who will be responsible for repair at this time. If additional information is obtained, a follow-up report will be submitted.

Manufacturer narrative:
The trilogy ev300 ventilator was reported to have failed active exhalation control module (aecm) solenoid valve verification. No error codes were found. There was no harm or injury reported. Additional information received indicates the philips on-site repair service appointment was cancelled and no work was performed by philips in relation to the reported device issue. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed. If additional information becomes available that changes the current reportability decision, a follow-up report will be submitted.